Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Two samples of lot 180905 were provided, one reference and one affected one. A broken hub (red plastic part) is observed (cavity 5a). Examination of reference sample (hub cavity 1v) show no damages. Conclusion(s): the issue may be produced in the tray of the hub feeder where if any hub has some inappropriate placement due to some unexpected movement, it could have been enough damaged to break itself during handling.

Event description:
It was reported that the bd microlance¿ needle broke when connected to the syringe's luer-lock "without modification in the preparer's gesture".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ needle broke when connected to the syringe's luer-lock "without modification in the preparer's gesture".